Event description:
It was reported that the implant at tooth site 14 was removed due to necrosis. Non-integration with infection was also reported. Regeneration is needed at tooth site; Procedure was not completed. The doctor reported that the patient is smoker and the bone density type was Type III.

Manufacturer narrative:
ZimVie complaint number (b)(4).A4: Patient Weight: unknown / not provided.E1: Reporter Name: unknown / not provided.